Event description:
The following has been reported by customer: the fault is related to the force sensor. Calibration and a complete configuration were attempted without success. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.